Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct service technician. During a simulated use saline run, an alarm indicated that a donor was still connected after donor disconnection and the access and ac lines were sealed. Technician found that the sealer was not completely sealing tubing and causing micro fluid spray and fluid was leaking at seal the sealer head was found to be defective. The sealer head assembly was replaced per manufacturer specifications and successful seals were performed. All testing passed. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the donor disconnect alert was most likely initiated by the technician during the saline run, while performing preventive maintenance. The sealer head was returned for evaluation. Upon visual inspection, no anomalies were observed. A sealer head functional test was successfully performed. The reported problem was not duplicated. No additional complaints have been received for this machine regarding the reported condition. A one year review of the device service history did not reveal any reports related to this incident. There is no alleged deficiency or safety issue as the reported condition occurred during preventive maintenance and a donor was not connected to the device at this time. Had the reported condition with the seal safe head not sealing correctly occurred during a run industry standard requires the use of universal precaution when handling leaks or spills of potentially hazardous materials. Additionally, operators can seal/cut disposable tubing using other sealers or methods. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Root cause: defective seal safe head. The cause is undetermined.

Event description:
There was no donor connected during the pm when the microspray was noted, therefore, no patient information is reasonably known. The microspray that occurred was saline only.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer reported that the sealer head was not sealing correctly. A terumo bct service technician performed preventative maintenance on the machine and confirmed that the sealer was not completely sealing tubing and causing micro fluid spray and fluid leaking at seal. It is not known at this time if fluid spray resulted in blood exposure. Patient information is unknown at this time. Patient outcome is unavailable at this time.